Event description:
When consumer allegedly went to fold the chair they noticed that the crossbar mounted to the seat was allegedly broken in half. This has allegedly happened twice before in the past 7 years. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model xtra - serial number/date (B)(4) is approximately 8 years old. The user manual part number 1026793 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.